Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, during a follow-up interrogation, it was impossible to interrogate and the error message "an invalid argument was encountered". The telemetry head was tried on other ports and the problem remains, then it was tried on another programmer and it works correctly.